Event description:
Boston scientific received information that during a routine follow up the patient with this device declared that the battery did not last as long as expected. The device was interrogated and revealed a battery status of 2.45 volts with a charge time of 8.2 seconds. Premature battery depletion (pbd) was suspected. No adverse patient effects were reported. At this time no change has been made and the device remains in service.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.